Manufacturer narrative:
Received the syringe back from the distributor but when it was received by medefil, the pouch containing the syringe was opened and all the liquid was expelled out. The cap was missing. We have never received this kind of complaint so far and with the system designed to MFR the device, this cannot happen. At present, we are unable to explain the reason for this occurrence. The batch record as well as the retained samples were examined, no anomalies were found in the batch production. All retained samples were found to be intact. We will continue to examine if this occurrence happens again.

Event description:
Received a flush syringe back from a home care company that the syringe is missing a tip cap.